Manufacturer narrative:
Explanted performed. New information suggests the clinical observation was related to rv dislodgement. The product has already been updated in response.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance measurements on the right ventricular (rv) lead. Oversensing of noise was also noted, which was suspected to be caused by electromagnetic interference (emi). Bring the patient into the clinic to reset alert and test in office. It was found that the rv lead dislodged and the patient is scheduled for revision. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance measurements on the right ventricular (rv) lead. Oversensing of noise was also noted, which was suspected to be caused by electromagnetic interference (emi). Bring the patient into the clinic to reset alert and test in office. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
New information suggests the clinical observation was related to rv dislodgement. The product has already been updated in response.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance measurements on the right ventricular (rv) lead. Oversensing of noise was also noted, which was suspected to be caused by electromagnetic interference (emi). Bring the patient into the clinic to reset alert and test in office. It was found that the rv lead dislodged and the patient is scheduled for revision. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance measurements on the right ventricular (rv) lead. Oversensing of noise was also noted, which was suspected to be caused by electromagnetic interference (emi). Bring the patient into the clinic to reset alert and test in office. It was found that the rv lead dislodged and the patient is scheduled for revision. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted setscrew marks were in the correct location on the terminal pin, surface abrasion on the terminal boot and calcium deposits on the drug collar. It was also noted that the insulation was bunched and conductor coils were deformed approximately between 8.0 cm-15.0 cm from the terminal end. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests showed resistance measured as an electrical open, indicating a fractured or broken conductor. The x-ray confirmed a fractured approximately 3 cm from the terminal end. Damage insulation abrasion worn through the outer insulation was also determined. Laboratory testing was unable to reproduce the reported clinical observations. Explanted performed. New information suggests the clinical observation was related to rv dislodgement. The product has already been updated in response.